Manufacturer narrative:
The reported event of a header and connection issue was confirmed. The ventricular set screw hex cavity was found to be slightly stripped. The stripped set screw hex cavity prevented the field from properly connecting their leads which caused the connection issue. The cause of the stripped set screw hex cavity was procedure related.

Event description:
Related manufacturer reference number: 2017865-2024-37654. It was reported that during the procedure, the doctor opened the pocket under the skin and tried to remove the right ventricular lead from the implantable cardioverter defibrillator, but the lead would not come out. After destruction of the header while suing the wrench, the lead was able to be removed and the device was unable to be used and was explanted and replaced. It was also noted that the right ventricular lead exhibited high capture thresholds and bad sensing. A minor perforation was found to be the issue. During the procedure, the bleeding and tamponade was not confirmed, and the no intervention was performed regarding perforation. There were no patient consequences.